Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The catheter was inserted in (B)(6) 2012. Leakage was observed outside the catheter.